Event description:
Patient with history of accidental controller power disconnect was found to have power disconnects in clinic with 2 pump stoppages upon device interrogation. Admitted. Echo found no thrombus. No mechanical issues with device found.